Event description:
It was reported that the screw backed out approximately 3 weeks after implantation. A revision surgery was required in which a locking screw was implanted. It was also reported that the patient had a soft bone.

Manufacturer narrative:
Na.